Event description:
First fire of the endoscopic linear cutter failed. Acted stuck. It was 1st fire using a blue load. Stapling sigmoid colon. "2nd" fire of the endoscopic linear cutter was unable to be done. Stapling sigmoid colon using a blue load. The device was stuck. Would not fire.